Event description:
Vessel seal extend malfunctioned. Equipment read: "self test failed, remove instrument. Warning: blade may be exposed." First assist noticed the vessel sealer was not working correctly and worked to fix the problem. Alerted circulator who got a new vessel sealer and contacted coordinator. Coordinator also verified that equipment was not working correctly. Davincix/xi vessel sealer extend.